Event description:
Adverse event(s): "a posterior capsule tear occurred" (capsular bag tear, posterior). Product problem(s): "during phaco the aspiration was behaving erratically" (aspiration issue); "during I/a a surge occurred" (device operates differently than expected). The nurse reported that during phaco, the aspiration was behaving erratically. The phaco handpiece was switched out, but the issue remained the same. During I/a, a surge occurred and a posterior capsule tear occurred. The surgeon performed an anterior vitrectomy with weck cell spears and scissors to clear the vitreous. The iol was placed in the remaining capsule. Additional information received from the surgeon stated, he was concerned with the surge that occurred during this case. The surgeon suspected the tubing, handpieces or system may have contributed to the event. The completed questionnaire was received from the nurse stated the phaco handpieces are third party repaired.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative tested all system functions with the customer's phaco handpieces and did not find any problems. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4). (B) (4).